Manufacturer narrative:
The tech found a broken side rail end tube. The tech replaced the side rail end tube to resolve the issue.

Event description:
The tech alleged that the side rail will not stay in the raised position. No pt impact.